Manufacturer narrative:
An event of pericardial effusion after a day of device implant was reported. A pericardiocentesis was performed 650cc of liquid was drained. Information from field indicated that during procedure there was difficulty implanting the device due to a large anterior pectinate and that the device was partially retracted 3 times. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with operation context. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. The patient had pre-existing atrial fibrillation. The patient's left atrial pressure was 12mmhg. During the procedure it was noted that there was difficulty implanting the device due to a large anterior pectinate. The device was partially retracted 3 times. The device was implanted. On (B)(6) 2024 the patient presented with a pericardial effusion. No intervention was performed at the time and the patient was monitored. On (B)(6) 2024 a pericardiocentesis was performed 650cc of liquid was drained. The user believed a stabilizing wire caused the pericardial effusion. The patient status was stable.